Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot/serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the pocket site had a blister that if left would have most likely have broken through the skin. The patient underwent a revision procedure, during which, pus was found when the physician opened the incision. Antibiotics were prescribed. The physician did not believe the infection was device or procedure related. All devices were explanted. The patient was sent to an infectious disease doctor for further treatment.